Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device did not pass the touchscreen test and could not be calibrated. This was due to a broken touchscreen. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen did not pass the touchscreen test. The device was returned to the biomedical dept for an unspecified reason. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device did not pass the touchscreen test and could not be calibrated. No additional info was provided.